Event description:
It was reported that review of stored episodes was requested for this pacemaker system due to known right ventricular (rv) lead noise with oversensing. Technical services (ts) discussed that this rv noise may be muscle-related. It was noted that this rv lead was implanted for over 16 years, and had higher programmed rv outputs (4v@0.5ms). It was also reported that this right atrial (ra) lead exhibited ra pace impedance measurements that would start in the mid 400's range and drop to <200 ohms. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.